Event description:
Customer reported that the insulin pump has been buzzing auto off and the delivery stopped. Customer stated that no buttons were pushed at this time. Customer mentioned that they had blood glucose readings of 40 mg/dl in the morning few days ago. Customer's blood glucose reading at the time of the call was 67 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.